Event description:
It was reported that a call was made needing assistance setting up a new patient electronic system (pes). The patient was successfully paired to the pes. Started reading with patient on pes. Spine was centered, head was on the head rest, the patient was laying down, blue 99, cancelled. Pes on bedroom, on bed, right side, adjustable bed, no headboard, plugged into power strip, powered off pes, plugged into wall outlet, no - electric blanket, laptop/tablet, wheelchair/walker, tv remote, tv, life alert, jewelry, keys, smart watch. Yes - (continuous positive airway pressure) CPAP, oxygen, alarm clock. Moved CPAP, moved alarm clock, left ventricular assist device (lvad), pacemaker, and ICD. Bed pillow placed behind pes. Started reading without patient on pes, white-blue, cancelled. Caller advised unable to place pes on left side of bed, placed pes on foot of bed, cancelled. Placed pes between head and foot of bed, left side, blue 98, cancelled. Unplugged pes, placed pes by head of bed, left side, started reading without patient on pes, white, cancelled. Spine centered, on headrest, started reading, green, blue 99, spine left 2 in, blue 40, head up 2 in, blue, spine centered, digging into left shoulder, head on headrest, blue 76, spine centered, green-blue, reading timed out, spine centered, head above, headrest, green-blue, cancelled. Caller advised patient is exerted and will call at a later time to continue troubleshooting.

Manufacturer narrative:
A1-a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: reporter address was (B)(6). Reporter email was not available manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined. Additional information regarding the event was requested from the account; however, no further information has been communicated at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - patient information updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.